Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure confirmation test". The patient's medical history included ovarian cystectomy. Concurrent conditions included vaginal discharge, vaginitis, vulvovaginitis, dysmenorrhea, urinary frequency, uterine enlargement, fibroids and adenomyosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: metal anguish"). The patient was treated with surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure removal date: (B)(6) 2012 (hysterectomy with right salpingo-oophorectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus, right fallopian tube and ovary: cervix: chronic cervicitis. Endometrium: later secretory endometrium with breakdown. Myometrium: leiomyomas of uterus. Adenomyosis. Fallopian tube segment: foreign body with repair. Right ovary: thecoma/fibroma. Functional cyst formation. Gross description: right fallopian tube: cut sections through the fallopian tube demonstrate a coiled gray-tan wire running down the lumen of the fallopian tube. Left fallopian tube: there is a coiled metal wire running down its lumen. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went esuure confirmation test". The patient's medical history included ovarian cystectomy. Concurrent conditions included vaginal discharge, vaginitis, vulvovaginitis, dysmenorrhea, urinary frequency, uterine enlargement, fibroids and adenomyosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure removal date: (B)(6)2012 (hysterectomy with right salpingo-oophorectomy). Patient received treatment for menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6)2012: uterus, right fallopian tube and ovary: cervix: chronic cervicitis. Endometrium: later secretory endometrium with breakdown. Myometrium: leiomyomas of uterus. Adenomyosis. Fallopian tube segment: foreign body with repair. Right ovary: thecoma/fibroma. Functional cyst formation. Gross description: right fallopian tube: cut sections through the fallopian tube demonstrate a coiled gray-tan wire running down the lumen of the fallopian tube. Left fallopian tube: there is a coiled metal wire running down its lumen.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter information updated. New event: abdominal pain added. Outcome for previously reported events: pelvic pain and menorrhagia is updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in an adult female patient who had essure (ess205) (batch no. 624097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under went essure confirmation test". The patient's medical history included ovarian cystectomy. Concurrent conditions included vaginal discharge, vaginitis, vulvovaginitis, dysmenorrhea, urinary frequency, uterine enlargement, fibroids and adenomyosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: metal anguish"). The patient was treated with surgery (hysterectomy,salpingectomy(one side removal of fallopian tube),oophorectomy(one side removal of ovary). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: essure removal date: (B)(6) 2012 (hysterectomy with right salpingo-oophorectomy) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2012: uterus, right fallopian tube and ovary: cervix: chronic cervicitis. Endometrium: later secretory endometrium with breakdown. Myometrium: leiomyomas of uterus. Adenomyosis. Fallopian tube segment: foreign body with repair. Right ovary: thecoma/fibroma. Functional cyst formation. Gross description: right fallopian tube: cut sections through the fallopian tube demonstrate a coiled gray-tan wire running down the lumen of the fallopian tube. Left fallopian tube: there is a coiled metal wire running down its lumen.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and +r received- new events added: abnormal bleeding (vaginal, menorrhagia); infection, psychological or psychiatric problems, depression and mental anguish, patient did not underwent essure confirmation test. Concomitant conditions and drugs , new reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.